Event description:
Caller reported a malfunction on the pump with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer planned to use a backup insulin pump to ensure uninterrupted insulin delivery. Caller was provided instructions for putting the pump into storage mode and returning it to tandem. A replacement pump was sent to the customer, and steps for receiving it were provided and acknowledged.